Manufacturer narrative:
Investigation summary: a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that the instrument was reporting results as shigella when the expected result was e. Coli. A bd field service engineer (fse) was dispatched to the customer site. Upon arrival, the fse did not note any technical issue with the instrument. As a part of troubleshooting and to ensure customer satisfaction, the fse performed some corrective maintenance tests which included a physical inspection, cv values were checked and found to be within limits, pwm values were checked, and a forced light source adjustment was performed with passing results. It was noted that a checklist was shared with the customer to get a better understanding of the possible causes of failure. Later, the customer was asked to provide the previously shared checklist, but they did not. The customer stated that due to internal issues and time constraints in delivering results, they do not perform purification or isolation of the culture. It was noted that the error no longer presented itself. The instrument continues to operate as intended. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No parts were replaced as a part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of the device history record (DHR) for this instrument was completed and revealed that the instrument successfully passed all testing and was released in good condition. Service history review was completed and revealed one prior case with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (escherichia coli) was misidentified as shigella spp. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (escherichia coli) was misidentified as shigella spp. No health impact or consequence reported.